Event description:
It was reported to philips that the device's wireless footswitch base station needed to be replaced. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this compliant. According to the additional information collected, the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch (wfs) was broken. Fse replaced the wireless footswitch in the previous work order. After replacing the wireless foot switch, the connection with the base station was not possible because of the compatibility issue. To resolve the issue, fse replaced the wireless base station (wbs). After replacement, the connection between wfs and wbs was possible, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a compatibility issue between the wfs and wbs and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the compatibility issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.